Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and was able to verify the customer's reported issue. This is an issue with voltages being supplied by the dpm. The fsr made adjustments to the pot r18 on the dpm and verified a max hz output of 150. The hz was verified with a calibrated dvm (digital voltmeter). The fsr performed a check up of the psu (power supply unit) and the voltages supplied are within manufacturing specifications. Slight adjustments were made to the ddi (dynamic displacement indicator) board. Patient circuit test and performance test were done and both passed.

Event description:
The customer reported frequency will not adjust to maximum value on the 3100 a device. At this time, there is no information regarding patient involvement associated with the reported event.